Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to test for excessive no delivery alarm due to motor error alarm. Unable to confirm error alarm due to several alarms noted in alarm history screen. The insulin pump has a corrupted history file.

Event description:
The customer called to report motor error and no delivery alarms. It was also stated that the insulin pump had a frozen screen, and could not be used. Nothing further was reported.